Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.